Event description:
Patient reported a left side capsular contracture baker grade iii. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed. Wear abrasion observed. Red particles on the surface of the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported capsular contracture baker grade iii on left side. The device was explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker unknown.

Event description:
Patient reported a left side capsular contracture baker grade unknown. The device remains implanted.